Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-00310. It was reported the pt ((B)(6)) is experiencing heating from her two ipgs. The alleged heating is said to occur intermittently and emanates through the pt's skin. Initially, the pt's scs therapy was set to continuous programs as she reportedly utilizes the stimulation 24 hours a day, 7 days a week. Efforts to resolve this matter by changing the pt's programs to a cycling mode provided only a temporary resolution. F/u with the pt found the heating has returned, and the ipg sites are sore to the touch. An appointment with the physician has been scheduled for further eval.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.